Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels (approximately 300-400 mg/dl). Reportedly, there was no insulin observed coming out of the tubing, and customer believed the reported issue was due to an infusion set issue. Customer became dizzy and required assistance changing the infusion set and cartridge. Customer addressed elevated bg levels by changing the pump supplies and resuming insulin delivery. At the time of the report, customer's bg level was 136 mg/dl.